Manufacturer narrative:
This report is submitted on august 23, 2018, (B)(4).

Event description:
Per the clinic, the patient developed an infection and subsequently is scheduled for revision surgery; however, this has not yet occurred as of the date of this report.

Manufacturer narrative:
Per the surgeon the patient underwent skin revision in (B)(6) 2018 (exact date not reported). This report is submitted on october 02, 2018.